Event description:
Reporter alleged discrepant results between the blood glucose device and a lab comparison. It was reported meter read hi at 11 am and within 10 minutes a lab measured in the 200s mg/dl. The pt was reportedly not treated based on the reading and is still in the hospital due to conditions not related to the meter. Reporter stated pt was not in good condition and had difficulty obtaining a blood sample so when request was made for the return of the suspect product, replacement was declined.